Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Analysis was unable to identify any lead characteristics that would have caused or contributed to a dislodgement and the resulting inappropriate therapy.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and migrated into the patient¿s right ventricle. This caused the device to oversensing noise which led to the delivery of inappropriate anti-tachycardia pacing (atp) and shocks. Surgical intervention was performed and the physician attempted to reposition the ra lead but encountered difficulty retracting the helix. The ra lead was then explanted and replaced from the patient. No additional adverse patient effects were reported.